Event description:
The facility reported a colleague infusion pump with a defective display. This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up in the general patient ward. There was no report of patient/user involvement, injury or medical intervention. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with a damaged battery was confirmed during product evaluation, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with a malfunction of a defective display was confirmed and reproduced during product evaluation. The root cause of this condition was assigned to lines on the main display. The main display was replaced to correct this condition.